Manufacturer narrative:
An event regarding disassociation and corrosion involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of disassociation was not confirmed. The event of corrosion was confirmed via evaluation of the provided photographs. Method & results: product evaluation and results: no product was returned for evaluation however, photographs were provided. The photographs shows a stem , head and liner. The head and liner appear unremarkable. Bony ingrowth is visible on the body of the stem. The stem trunnion appears worn/corroded. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the corrosion was confirmed through review of the provided photographs. The event of disassociation was not confirmed. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Not returned.

Event description:
It was reported that on (B)(6) 2021 while walking the patient heard a pop and a click and began to feel pain. The patient then presented to the ER and it was discovered that the head popped off the trunnion therefore a revision hip surgery was required. Total left side hip revision was performed on (B)(6) 2021.